Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A neurosurgery sales specialist reported on behalf of the customer that an a2114 mayfield infinity xr2 skull clamp was used during a tumor resection procedure on (B)(6) 2018. The 437a2409 standard knob assembly broke off at the connection between the skull clamp and the 437a2400 swivel assembly. The patient's head had no other support at the time of incident. It was unknown if there was any patient injury. Additional information has been requested.

Event description:
N/a.

Manufacturer narrative:
The device was not released for evaluation. The device history record review showed no abnormalities related to the reported incident nor were there any variances, mrr¿s or reworks associated with this lot/work order number. There was no service history on file. The complaint was not confirmed. The root cause to the end user's experience could not be identified.